Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior and posterior side. A microscopic analysis was performed which identify crease sharp opening on anterior. And identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening; a striated edge opening on posterior side due to surgical damage.

Event description:
Additionally, healthcare professional reported in (B)(6) "any creases associated with hole".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.